Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose event for 2 days over 300 mg/dl. Blood glucose level at the time of the incident was 462 mg/dl which was treated with manual injection. Auto mode feature was active at the time of high blood glucose event. Customer reported symptoms related to their high blood glucose was they feel little bit warmer. The insulin pump will not be returned for analysis.